Event description:
Customer reported that she received a no delivery alarm during bolus. Customer is 10 weeks pregnant and stated that her blood glucose is high. Blood glucose value was 398 mg/dl; treated with manual injection. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.